Event description:
It was reported that the patient presented to the emergency room with fever and a pocket infection. The device pocket exhibited redness and a hematoma. The pocket infection reportedly occurred because the dressing over the device incision site had been prematurely removed. The pacemaker was visible through the dehisced wound. On (b)(6) 2026, the pacemaker, right ventricular (RV) lead, and left ventricular (LV) lead were explanted and replaced with a temporary RV lead due to the patient being dependent. On (b)(6) 2026, the temporary RV lead was removed, and a new implantable cardioverter-defibrillator (ICD), RV lead, and LV lead were implanted. The patient remained in stable condition.